Event description:
Reportable based on returned device analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, friction between a guide catheter and guidewire occurred. The physician placed and advanced the mach 1 guide catheter to the target lesion without any problem. Afterwards a non bsc guidewire was introduced but this stopped in the guide catheter. The physician tried several attempts but to no avail. The guide catheter was withdrawn. Another mach 1 guide catheter and a non bsc guidewire was used to complete the procedure. No patient complications were reported and the patient's condition is stable. However, returned device analysis revealed that braiding was visible at the distal tip of the guide catheter.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach1 guide catheter and two (2) guideliner catheters. Visual inspection of the returned device showed that the braiding was visible 2mm from the distal tip. The shaft of the mach1 was flattened 56-59 cm and 60-61cm from the hub. Functional testing was performed by advancing the guideliner devices through the lumen of the mach1 device. The guideliner devices could not be advanced through the damaged (flattened) portion of the mach1 shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).